Manufacturer narrative:
The insulin pump was received with no button response on all buttons due to the unlocked connector on the lcd board. They were unable to perform the displacement test due to an unresponsive keypad. The pump had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a loose/flush drive support cap. (B)(4).

Event description:
The customer reported via phone call that he had an unresponsive keypad on the insulin pump. Customer's blood glucose was 176 mg/dl at the time of the incident. Customer stated that none of the buttons were responding. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.